Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/24/2017 with the following findings: a review of the black box showed evidence of a short battery life warning due to normal battery wear. The battery compartment was cracked and a fragment was missing which exposed the metal battery canister on the side. The returned battery cap threads were stripped and the cap was able to fit securely. The pump alarmed with a two battery indicator instead of three bars at start up. All current readings were found within specifications. A test battery cap was able to fit securely. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find no intermittent conditions to the power printed circuit board or to the continuous glucose monitoring module. The reported short battery life complaint was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).